Event description:
On (B)(6) 2018, the reporter contacted lifescan (lfs) (B)(4) alleging that the patient¿s onetouch verio iq meter read inaccurately high compared to their feelings and/or normal results. The complaint was classified based on the customer service representative (csr) documentation. The reporter did not state when the alleged product issue occurred, but stated that they obtained a blood glucose result of ¿300mg/dl¿ with the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of inaccuracy. The patient manages their diabetes with ¿glargine and humulin insulin¿ (dosages unspecified) and did not make any changes to their normal diabetes management regimen as a result of the alleged product issue. The patient reportedly developed the symptom of falling ¿unconscious¿ an unspecified period of time after the alleged product issue occurred. The reporter stated that the patient was taken to hospital in an ambulance after becoming unconscious but the reporter did not specify what type of treatment the patient received at the time of call. At the time of troubleshooting, the csr noted that the reporter was unable to walk through a control solution test. The unit of measure was set correctly. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event after obtaining allegedly inaccurate high results with the subject meter.